Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been controlling baby's temperature, but water flow rate (wfr) was dropped and now device was alerting 113 (reduced water temperature control) and has low flow. Neonatal pads attached. Water flow rate (wfr) was 0.5 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 27.6c, outlet control temperature (t2) was 27.6c, inlet temperature (t3) was 27.4c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 6111.6 and pump hours were 5905.8. Had stop therapy, empty pads, disconnect and reconnect. All lines were straight with no bends or kinks. Water flow rate (wfr) was stabilized at 0.2 l/m. Device had low flow. Advised to swap out pads. If alert 113 returns call back. Per follow up information received via phone on 12jun2024, it was reported that therapy was completed on the 2 days old baby without any impact. They did not remember anymore identifying information about the baby. Mis walked through resetting the device and was told to replace the cooling blanket. By doing this, the issue was resolved. The device did not go to biomed, and it was still in service.

Event description:
It was reported that they have been controlling baby's temperature, but water flow rate (wfr) was dropped and now device was alerting 113 (reduced water temperature control) and has low flow. Neonatal pads attached. Water flow rate (wfr) was 0.5 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 27.6c, outlet control temperature (t2) was 27.6c, inlet temperature (t3) was 27.4c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 6111.6 and pump hours were 5905.8. Had stop therapy, empty pads, disconnect and reconnect. All lines were straight with no bends or kinks. Water flow rate (wfr) was stabilized at 0.2 l/m. Device had low flow. Advised to swap out pads. If alert 113 returns call back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.